Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic for device check. Abnormal cardiac pacing due to oversensing was observed. The device is scheduled for replacement due to eri. No further information is available.